Event description:
While trying to activate a single use therapy hot pack, the hot pack burst spraying the contents onto the patient's face and into her mouth. The rn assisted the patient with rinsing and cleaning the hot pack chemicals to prevent burning to the skin or mouth. The rn noted for chemical burns and poison reactions per protocol. The contents of the pack consisted of sodium thiosulfate, dextrose, and water. When attempting to activate another hot pack on this patient the pack burst and spilled the contents onto the hands of the rn. Later in the shift another single use hot pack burst when trying to be activated by the patient's parent. This third hot pack consisted of a different lot number. All three hot packs sequestered and sent to biomedical for reporting and return to mfg. Manufacturer response for hot pack, single use insulated, hot pack (per site reporter). We are awaiting response from our customer representative.